Event description:
It was reported that the lead exhibited high thresholds of 5.25 v at 1.5 ms. This caused the implantable cardioverter defibrillator (ICD) to be replaced due to premature battery depletion. Threshold was reduced with the new ICD to 1.0 v at 1.5 ms with reprogramming vectors.

Manufacturer narrative:
Na